Event description:
The patient had a boston scientific thoracic dorsal column stimulator and generator implant placed ~2 years ago. Recently, the doctor had to replace the boston scientific lead to the generator because it had broken and stopped providing therapy.